Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed that there were no abnormal in manufacturing, special adoption, and unevenness. Based on the results of the investigation, the cause of the lamp not lighting after about 100 hours of use was due to the loss of bolts and washers fixing the lamp to the heat sink. The root cause of why the bolts and washer were lost could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii xenon light source's lamp was not performing as expected. According to the initial reporter, the lamp in the unit was replaced and only lasted "about 100 hours" before no longer lighting. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called in and reported their issue to olympus technical assistance center (tac) personnel. As mentioned, the customer noted that the lamp would only last 100 hours. The customer explained that he still needs the screws that hold the lamp into the heatsink, as he noticed they were missing. Tac informed the customer it is crucial that the lamp is held in place with the correct screws. Tac went on to note that if the lamp was installed incorrectly, it would wear faster. The customer purchased the screws and washers, installed the lamp and reportedly, the unit is working correctly. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.